Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that an unknown revitan distal rasp was used in a surgery and got stuck in the bone and had to be removed with great effort . The surgeon reported that this incident occurred approximately 2 years ago. The exact date of the event is unknown. Additional information has been requested and is currently not available. (This event was reported in the per from case with the MFR report number 0009613350-2017-00285, our case (B)(4). The surgeon stated in this per that the reported incident also occurred approximately 2 years ago.)

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. A technical investigation was not possible to perform, as the device was not at hand for investigation. As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported that the construction neck of the revitan rasp broke off on an unknown date, approximately two years before the notification date. No medical data such as surgical notes or any other case-relevant documents received. The broken rasp was not returned for an investigation. Therefore no root cause could be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).